Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy blood was seen in the tubing. Upon removal of the iab, it was noted that the lumen was broken. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name - (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.2cm from iab tip. Additionally a second kink was found on the catheter tubing and inner lumen approximately 49cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a